Event description:
It was reported that there is not possible to turn on the ventilator. There was no pt involvement. (B)(4).

Manufacturer narrative:
The investigation has been completed. The ac/dc converter (pc) board was received and tested in our test lab. This board contains electronics which converts the incoming mains supply to 12v dc. If the ac/dc converter (pc) board fails during ventilation, the ventilator will switch over to battery power operations, and alarms will be generated. The pc-board was installed in a reference system and it was not possible to turn the system on, that confirms the reported event. Our conclusion from the investigation is, that the issue occurred due to a short circuit in the electronics on the ac/dc converter. Measurements showed that there was at least one short circuit in the mosfet transistor. The root cause for why the electronics failed has not been determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.